Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and after the disposable device was removed it was noted "superficial burns on the patient's labia". The physician applied "topical lidocaine" and administered medical for pain (percocet). No other intervention was required. The patient was discharged home.